Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: p1501dr implantable pulse generator (B)(6) 2007; 5076 implantable pacing lead (B)(6) 2007. (B)(4).

Event description:
It was reported that the patient was admitted to the hospital with syncope and atrial fibrillation. Undersensing was noted on the right atrial (ra) lead. The ra lead remains in use. No further patient complications have been reported as a result of this event.